Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The patient had a previous mitral valve annuloplasty ring procedure. A xtw mitraclip (lot: 31017r2074) was deployed centrally without issues. After deployment, a small jet was seen coming through a leaflet perforation. It was unclear if the leaflet damage was pre-exisiting or caused by the clip placement. Due to this, the procedure was aborted and ended with mr reduced to grade 2.